Manufacturer narrative:
Boston scientific received information that this local representative contacted the clinic and was informed that the cause of death was not determined. However, the clinic confirmed that the death was non-device related. There were no allegations or complaints against the device's operation or functionality. Prior to the date of death, the patient and family had elected not to replace the device when elective replacement indicator (eri) was triggered. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that this device triggered elective replacement indicator (eri) in (B)(6) 2010. Eri was associated with a monitoring voltage of 2.63 and a charge time of 21.5 seconds.

Event description:
Subsequently, boston scientific received a follower patient generic list form in (B)(6) 2011, containing information that this patient had expired in (B)(6) 2011. There were no reported allegations or complaints against the device. No reports that a device malfunction had caused or contributed to the patient's death. To date, the device has not been received at boston scientific's return products department.

Manufacturer narrative:
To date, the device remains in-service. The event will bve reopened if additional information is received and/or the device is returned for laboratory testing.

Manufacturer narrative:
The investigation of this event is on-going as a request has been made to the local representative for additional information.